Event description:
During implant procedure, the stylet failed to advance into the right atrial (ra) lead. Following the implant of the ra lead, increased capture thresholds resulting in loss of capture was noted on the ra lead. The device was reprogrammed to resolve this event. The patient was stable.